Event description:
Customer reported that he had an issue recently where his blood glucose was high. Customer's blood glucose was 460 mg/dl. He thought that was strange since he has not been that high while using the device. When he checked his infusion set, he found that it had become disconnected from the insulin pump. Customer thinks it became disconnected while he was carrying a box at work. Customer also stated he receives lost sensor alerts, but he resolves them. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).